Event description:
It was reported that pt ((B)(6)) is experiencing difficulty maintaining communication with the ipg via the charging sys as well as diminished stimulation as her therapy session progresses. In addition, the pt who has recently lost weight alleges feeling a jolt at the ipg pocket upon initiation of stimulation. A different charging sys was issued to the pt for temporary use. Efforts are currently underway to rectify these issues using add'l noninvasive techniques.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.